Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below examples for review. A. On (B)(6) 2025 08:00am sg approx. 80mg/dl bg approx. 180mg/dl, b. On (B)(6) 2025 09:00am sg approx. 80mg/dl bg approx. 180mg/dl, c. On (B)(6) 2025 02:00pm sg approx. 100mg/dl bg approx. 220mg/dl. No medical symptoms or patient harm was reported.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report. The investigation would be performed on the customer synced glucose data to data management system (dms), which is a cloud based platform supporting eversense systems.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated for review. Next level support confirmed that the discrepancies were due to calibrations entered during periods of rapid glucose change, which triggered alerts like "new calibration needed." They explained that the system may require additional calibrations to adjust accuracy and recommended continuing calibrations under stable conditions. The user reported that the system began stabilizing after recent calibrations. Dms review confirmed the system was functioning correctly and up to date. B4.date of this report 08 jan 2026. G3.date received by the manufacturer? 08 jan 2026. H3. Device evaluated by manufacturer?yes.. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 18.